Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 with a diagnosis of a transient ischemic attack (tia) and remained inpatient. The patient had also been diagnosed with colon cancer and was switched from oral anticoagulation to heparin on (B)(6) 2014. The patient underwent removal of the colon polyps on (B)(6) 2014 and due to the risk of bleeding the heparin was stopped. The patient was not given any anticoagulation therapy for 24 hours after the polyp removal and the anticoagulation therapy was out of the therapeutic range. A high power alarm was triggered and the patient had hematuria, elevated plasma-free hemoglobin (pfh) and/or serum lactate dehydrogenase (ldh) and abnormal pump parameters. Hemolysis parameters were increased. Audible analysis also pointed to thrombus in the pump. The treating surgeon decided to replace the pump on (B)(6) 2014. Thrombi were verified on the pump rotor during analysis of the explanted pump by the facility. The patient is on an intermediate care unit, and is awake and hemodynamically stable. They are being treated with catecholamines. On (B)(6) 2014 the patient was transferred to a different hospital and was discharged to home sometime after (B)(6). The facility will not be returning the pump to the manufacturer for evaluation but they have sent pictures of the explanted pump.

Manufacturer narrative:
It was reported that the patient underwent an urgent vad pump exchange after the patient experienced a "high power' alarm; audible analysis performed by the site indicated that thrombus in the pump was the most likely cause of the increase in power consumption. It was further reported that the patient's anticoagulation therapy had been stopped the same day of the reported "high power' event due to colon polyps removal surgery; additionally, the patients anticoagulation therapy was recently changed approximately three weeks prior to this event. The patient was not given any anticoagulation therapy for twenty-four (24) hours after the polyp removal and the anticoagulation therapy was out of the therapeutic range. The site has indicated the pump exchange was successful and that the patient has since been discharged home. The heartware ventricular assist device (vad) is used for treatment not diagnosis. The site indicated that the device will not be returned to the manufacturer for evaluation; however, the photos of the explanted pump have been provided. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The device is related to the reported event; however; there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Analysis performed by the site on the explanted pump confirmed the suspected thrombus; photograph of the pump during this analysis support this finding. The reported changes to the patient's anticoagulation therapy is likely to be the most significant factor which contributed to both the "high power' and thrombus formation events experienced by the patient. Site analysis and pump photographs indicate that the thrombus formation was the result of thrombus growth over time onto the underside of the impeller. The "high power' alarm is likely the result of a change in patient state due to the adjustment in anticoagulation causing the estimated flow to be inaccurate and impeller rotational speed to be inappropriate. Per manufacturer risk analysis report, the document states, "the risks and harm associated with anticoagulants are beyond the scope of mitigations for heartware. Heartware can provide guidelines but these are no substitute for medical education, training, and experience." Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption can be attributed to the confirmed thrombus within the pump. Additionally, this event can be attributed to the adjustment in patient anticoagulation causing the estimated flow to be inaccurate and impeller rotational speed to be inappropriate. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.